Event description:
It was reported that when using the bd pyxis¿ es server, medication diazepam 2mg was not crossed in emr. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing. A technical support specialist (tss) documented the actions taken regarding the medication issue. The tss emailed the customer to explain that diazepam 2 milligram tablets were not appearing in the pyxis system and clarified that, in pyxis enterprise server version one point six, medications added to the electronic medical record do not automatically transfer to the pyxis pharmacy or facility formulary without a specific interface configuration. It was confirmed that the medication was not present in the pharmacy formulary, which prevented it from appearing for approval or use. Guidance was provided to manually create the medication in the pharmacy formulary, enable it in the facility formulary, and configure it on dispensing stations. The customer confirmed that the resolution provided was successful. The system functioned as intended after the technical support specialist inspected the issue.